Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. The physician performed a surgical intervention and this lv lead was explanted. A new lead was then successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As the lead will not be returned for analysis, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.